Event description:
Procedure type: according to the reporter: during surgery the seal broke and the broken piece fell into the cavity. It was retrieved. The procedure was completed with another. No tissue damage. No bleeding. Nothing fell into the cavity. Extended or time: unk. No further pt info available.